Manufacturer narrative:
The pcb00 device was returned to the manufacturing site for inspection in the original package box. Visual inspection using a microscope at 10x magnification showed scarce amount of viscoelastic residues in the device. The plunger component was observed in complete advance position. The pushrod was observed out of the cartridge tip and the cartridge tip was observed broken and deformed. No lens was observed inside the device. Manufacturing defects were not identified in the return sample. The analysis by fourier transform infrared (ftir) spectroscopy of the foreign debris showed that the bulk of the material is consist with polypropylene. The material of the moulded cartridge platinum 1 series that is used in the pcb00v device is ¿polypropylene, pd702 natural¿. Manufacturing records review: a review of the manufacturing records for the cartridge was performed. The units were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The cartridge met manufacturing specifications prior to release. The search revealed that no other complaint was received for this production order number. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the insertion of the intraocular lens (iol) the tip of the cartridge part did not insert smoothly into the incision part. The iol was able to be implanted. The doctor confirmed the tip part of the cartridge was chipped and the doctor also found a broken piece of debris from the cartridge in the patient's eye at that time. The doctor took the debris out from the patient's eye with a surgical instrument. The lens remains implanted and no patient injury reported.